Event description:
It was reported that the patient underwent right total tip replacement surgery in 2007, during which she received a durom acetabular component. Post-op, patient has been experiencing pain and her surgeon has recommended revision surgery, which has not yet been scheduled.